Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown, hence, the event will be reported out of abundance of caution. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that six days after a right transcarotid artery revascularization (tcar) procedure, the patient experienced left-sided weakness. Per the physician, the stroke was embolic. It was noted that the patient was not taking aspirin prior to the procedure but was given the daily dose after the procedure. No surgical intervention was planned or performed. The physician planned to send the patient for rehabilitation therapy. At this time, it is unknown if the reported failure is related to patient anatomical or procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.